Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient has not used the scs system for over 2 years, hence the ipg became inoperable. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced. Therapy restored post-operatively.